Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/10/2016 to report that on (B)(6) 2016, there were no dots on the trend graph. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of the no dots on the trend graph could not be confirmed. A root cause cannot be determined.